Event description:
It was reported that this artificial urinary sphincter (aus) was not working properly. A surgical procedure was performed, and it was found a fluid leak in the balloon that was caused by a hole. All components were removed and replaced with new components. There were no patient complications reported.